Event description:
Depth gauge needle had disengaged from sliding handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the weld bead breakage could be confirmed since the returned device matches the reported failure. This case is addressed by the scope of the nc pr1832 and 129075. There was a optimization on the welding process, however this device was manufactured before the implementation of that change. In terms of good will the customer will be provided with a credit note.

Event description:
Depth gauge needle had disengaged from sliding handle.